Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h316 was conducted. There were no non-conformance's associated with this lot. This lot met all release requirements. A review of kit lot h316 for the reported issue shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. Photographs were provided by the customer for evaluation. A review of the photographs verify the drive tube leak as blood spray is seen on the top of the centrifuge chamber wall. Based on the photographs the leak appears to be coming from the area of the upper bearing stop on the drive tube; however, the exact location could not be determined. Review of the photographs show the drive tube is not broken, and the lower drive tube bearing is still secured into its retainer clip. The upper drive tube bearing is not secured into its retainer clip and is shown halfway down the length of the drive tube. A material trace of the drive tube used to manufacture lot h316 showed no non-conformance's. A device history record review of kit lot h316 did not identify any related non-conformance's, and this kit lot had passed all lot release testing. A misload of the upper drive tube bearing can cause the drive tube to become damaged and potentially leak. The root cause for the drive tube leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer called to report a drive tube leak / break during the treatment procedure. The customer reported approximately 480 ml of whole blood was processed when the drive tube leak occurred. The customer stated the patient was stable and started a new treatment. The customer discarded the kit; however, has returned photographs for evaluation.